Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780, (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2025; explant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient and a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (3mg/ml at 0.1441mg/day) via an implantable pump. It was reported that per the patient's report, around november of last year, the patient started getting return of low back pain symptoms. The patient had a history of falling and stated that for a period they would fall once a day. During refills, there started to be a large discrepancy between expected and actual volume in the pump reservoir leading them to believe the catheter was kinked. Upon opening the pump pocket, it appeared that there was not only kinking but severe tangling of the catheter in the pump pocket. Upon opening the spinal segment, it appeared the catheter was no longer in the intrathecal space and the doctor was no longer getting any cerebrospinal fluid flow with aspiration. The physician elected to replace the whole catheter and reduced the patient's dose to the minimum programmable dose. It was confirmed that there were 15ml of dug in the pump instead of the 9.4ml that was expected based on the tablet.